Event description:
Patient in room is currently admitted for delayed intensification and awaiting counts to recover. This evening at approximately 1820 I received a phone call from their room which I did not answer due to my other patient requiring lab draws, glucose check and insulin correction. A few minutes later , the nursing assistant, notified me that my other patients line had broken. I rushed over to the room and inspected the line. The patients father had already clamped the line above where it had cracked. The pump was still on and I was able to see where it was leaking from. Since my other patient required labs, other nurse re accessed the patient and drew blood cultures. Patient was re-accessed with a 22gauge 3/4 inch needle.